Manufacturer narrative:
The results of the eval performed indicated the device operated according to specs, and the field complaint was not verified.

Event description:
The cable tensioner's sliding mechanism is not smooth making it difficult to tension a cable. There was no adverse consequence for the pt or delay in surgery or anesthesia time.